Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges dislocation and elevated metal ions after first revision. Doi: (B)(6) 2014; dor: (B)(6) 2015; (left hip) 2nd revision.